Event description:
Boston scientific crm received information that at the follow up visit on (B)(6), 2010; this pacemaker exhibited a longevity remaining of 1.5 years and a magnet rate of 90ppm. In addition, the pacing percentage was high with a chronic low impedance measurement. At the follow up visit on (B)(6), 2010; the device had unexpectedly declared elective replacement indicator on (B)(6), 2010. The patient had been symptomatic due to loss of rate response from battery depletion. The patient was admitted for an urgent replacement procedure. The device was removed, replaced, and returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, laboratory analysis determined that this device experienced normal battery depletion, but reached ert earlier than previously estimated, due to a change in battery current consumption. In some circumstances, this change may also cause a revision of the point in battery life at which the device will declare ert in order to ensure 3 months of battery life between ert and eol. This ert declaration point and associated estimate of time to ert depend on device operating current and battery depletion to date. Factors influencing operating current include pacing rate, amplitude, pulse-width, lead impedance, and the last 30 days average pacing percentage. Device reprogramming affecting pacing demand, temporary ambulatory suspension of the rv pace auto capture feature, and gradual changes in lead impedance are some factors affecting operating current which may cause a revision to the ert declaration point. The estimated longevity remaining and battery status gauge displayed by the programmer are based on battery current consumption calculations at the time of interrogation, and calculations performed internal to the device are suspended during the session. When ambulatory (away from the programmer), the device periodically assesses operating current and may revise the ert declaration point to ensure a minimum of 3 months battery life between ert and eol. This device assessment of operating current, battery charge state, and revision of the ert declaration point may cause differences and fluctuations relative to previous programmer battery status indicators.

Manufacturer narrative:
A new pacemaker was successfully implanted. To date, the explanted device has not been received at boston scientific crm. Upon receipt, the device will undergo detailed laboratory analysis in an attempt to confirm and determine the root cause of this event.